Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both low and high blood glucose while using the ilet, including a low of 58 mg/dl with dizziness and a subsequent high of 321 mg/dl after missed meal announcements and consumption of two bowls of ice cream. Symptoms included dizziness associated with hypoglycemia. Outcomes included transient hypoglycemia and prolonged hyperglycemia that resolved without medical intervention. Investigation included review of synchronized device data and user logs, as well as troubleshooting and user education regarding meal announcing and treatment of lows with fast-acting carbohydrates. Investigation of this case revealed missed meal announcements leading to elevated glucose and subsequent automated corrections, and user overcorrection of hypoglycemia. It was concluded that the device functioned as designed, and the event was related to user management, including missed meal announcements and treatment choices.